Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a right hip revision procedure approximately 24 years post-implantation due to chronic dislocation. During the procedure, the acetabular shell was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Discarded.

Event description:
It was reported that patient underwent a right total hip arthroplasty approximately 24 years ago. Subsequently, the patient was revised on (B)(6) 2016 due to chronic dislocation. The acetabular shell was removed and replaced.